Event description:
It was reported, the patient was "having problems where my legs and back were really hurting so I have to go back to doctor to get an x-ray". The patient states that "this is my second interstim, I have been having problems for the last 3-4 years and even with the change out I¿m still having bad leg pain and my back was hurting even more now because when the healthcare provider pushed the wires in more because they were protruding out of my back, he straightened my back because, I was a hunchback. So now my back was straight but I have back pain and my leg and back were already hurting". The patient was asked if this got worse after the second interstim and she said "now I just have different pains, it¿s the same leg pain but I have new back pain and it¿s like pressure near the top of the back, and I have a hard time sitting and the pain was bad when I bend and try to get up and then I get tired and have to lay down". The patient reports a shocking or jolting sensation. The patient also stated that when she goes through security gates at st ores she will get a shock so she says, she always brings her controller with her. The patient states that she has experienced this ever since she has had an interstim implanted. Compatibility guidelines were requested for airport security screening devices. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(4) 2014.

Manufacturer narrative:
Product ID 3889-28, lot# j0301144v, implanted: 2003 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).